Event description:
It was reported to resmed that an astral internal battery won't hold a charge. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00089.